Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarming low volume. Patient reported medication bag was half full. Medication bag was 500 ml - per label, total volume to be given was 500 ml. Patient stated pump should have lasted 7 days per hospital instruction. Patient was calling because there was more than 75 ml in the bag (about ¼ bag remaining). Potential under infusion.